Event description:
Hta device was used in 2005. According to the complainant: during the procedure at four minutes and forty seconds into the procedure the patient had cervical leak of 23 cc lost. The doctor stopped and aborted the procedure and used silverdene scream to treat the patient.

Manufacturer narrative:
The lot number and serial number are unknown; therefore, the manufacture date cannot be determined.